Manufacturer narrative:
This investigation will be updated should further information become available.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a low shock impedance measurement. Boston scientific technical services reviewed the data and this out of range measurement is an isolated aberrant value. All other lead measurements were normal. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the clinic has been monitoring the patient through a remote monitoring system, and there has been no further out of range impedance measurement. No adverse patient effects have been reported.